Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine inaccurately delivered heparin during continuous renal replacement therapy. The machine alarmed and the heparin syringe was observed to be empty. The treatment was ended and the extracorporeal blood was returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.